Event description:
Sorin group (B)(4) received a report that the e/p pack of the s5 caused an error to display on the scp. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. Testing of the device for approximately 100 hours showed no deviations or abnormalities. The reported issue could not be confirmed. The device passed all functional testing and inspections. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.